Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) system froze and couldn¿t zero the unit. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correction: h6 (medical evice problem).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (event site telephone). Due to character limit in block e1 event site telephone: (B)(6). Per a getinge field service engineer (fse) customer has not responded, no po provided so case closed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.